Manufacturer narrative:
The serial number of the device was not provided, therefore the expiration date, approximate age of device, manufacture date and device unique identifier (UDI) are unknown. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had experienced a backup battery fault alarm and called 911 after attempting to change the system controller. The patient was transported to the ER and when connected to a system monitor the system controller history reflected that the pump was stopped. It was determined that the pump driveline was not connected to the system controller. In the ER the driveline was connected to the system controller, the pump resumed support and the patient was admitted. The system controller data log file was submitted to the manufacturer's technical services representative for review, which indicated that the pump had been disconnected from the primary system controller on (B)(6) 2015 at approximately 0004 and then was connected to the backup system controller at approximately 0201, indicating the patient was without pump support for approximately 2 hours. Specific information regarding the patient's neurological status was not provided. The patient's body temperature was cooled upon admission for preservation of neurological function. On (B)(6) 2015 the patient was warmed and the clinicians were reportedly pleased with the patient's neurological recovery. As of (B)(6) 2015 the patient remains in the hospital doing well but is weak. No additional information was provided.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 4 months. The report of difficulty completing the system controller exchange was unable to be confirmed during analysis of the returned system controller. The system controller was functionally tested and was found to function as intended. A full functional test was performed and the system controller passed all test steps. All audio and visual signals were verified during the test. During analysis, the system controller was connected to different test pumps without difficulty. The system controller operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data retrieved from the returned system controller did not add any new information regarding the reported event. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the hospital personnel stating that following the reported backup battery fault alarm, an attempt was made to exchange to the backup system controller. The backup system controller's serial number is (B)(4).